Event description:
The customer contacted philips healthcare to report that the processor pca board is defective. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.